Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that during an ablation treatment procedure, the catheter shaft was kinked. The target lesion was located in the right atrium. This itellatip mifi xp temperature ablation catheter was selected. The device was unpacked and removed from the package, the catheter shaft was found kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, returned device analysis revealed char on the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device has a kink at the distal section while in the neutral position. In addition, the device has char in the ring #2. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are placed in the template shaded areas, the device passed the dimensional test, however, the device has a kink at the distal section at 14mm from the tip. The device was dissected finding the center support kinked at 14mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).